Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings were found in the device and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported left side rupture.the device has been explanted.

Event description:
Patient reported left side rupture.the device has been explanted and replaced.

Event description:
Additional information received confirmed there was no rupture present.

Manufacturer narrative:
Additional data: b.5.,h.1., h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.